Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain. The healthcare provider (hcp) refused to remove the patient¿s faulty pump and ¿left the patient a mess¿. It was noted by the reported the hcp ¿needed to lose license¿. The patient then had to get another to have the pump removed and now had many bills for the removal. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.